Manufacturer narrative:
The suspect biopsy needle was returned to the manufacturer for analysis. The needle was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a cranial biopsy, the biopsy needle would not track when placed within the reducing tube of the biopsy set. The site opened another biopsy needle and were able to track the instrument without issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.